Event description:
It was reported that a 47-year-old caucasian female patient a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (left device) and a mentor memorygel breast implant 250cc gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. The patient was involved in a car accident and the left breast was swollen, painful, and tender. An MRI was performed and it confirmed left breast prosthesis rupture. Additionally, the MRI indicated several small breast cysts bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-may-2023, mentor received additional information about the event. The patient underwent unilateral explantation of the left breast prosthesis and it was replaced with a mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2023. No explantation date was reported for the patient¿s right breast prosthesis. On 17-may-2023, mentor received additional information about the event. The patient developed a hematoma in her left breast following the trauma from the car accident. This report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).